Event description:
It was reported by service report that the fowler cylinders were leaking onto the floor. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.